Manufacturer narrative:
Replaced the breathing circuit system to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, fico2 value rises up to 9 mmhg during use on patient. There was no reported patient injury.